Manufacturer narrative:
During eval, it was determined that the unit does not sound whether the pull magnet is attached to the magnet mounting plate or not. When the sensor cable was plugged-in to the sensor receptacle, the unit sounds when weight is removed from the sensor pad (as intended); otherwise, the unit is silent when weights applied to the sensor pad (as intended). The pre-recorded voice message plays with static sounds but the tone plays clearly when weight is removed from the sensor pad. Further eval revealed that units with the issue have magnet reed which failures, which caused the unit to not sound whether the magnet is attached to the magnet mounting plate or not. The unit passed all other functional testing. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the alarm is functioning. It is unk when the issue was discovered. There was no pt incident or injury reported.